Manufacturer narrative:
The instrument was returned and evaluated. Engineering did not find any broken or frayed cables but found loose and derailed grip cables. The instrument housing was removed to find 2 grip cables derailed at the same clamping pulley. The cables lost tension, which resulted in non-intuitive motion at the instrument's wrist. The clamping pulleys were corroded and exhibited pitting corrosion. An additional observation not reported by the customer was main tube damage. The main tube exhibited various wear marks with material removal and a rough surface finish. Damage was spread out along the entire tube length. Evidence not conclusive, but clamping pulley corrosion and main tube damage may be due to improper cleaning. The cleaning and sterilization user manual specifically states: when scrubbing the tip of  cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, a cable on the mega suturecut needle driver instrument was observed broken. No missing or fallen pieces were reported. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.